Manufacturer narrative:
Correction to annex f and h8. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information: the image was inverted and surgeon confirmed desired orientation when the endoscope was installed. There was no damage observed on the endoscope adapter. The customer converted to laparoscopic surgery post anesthesia. The procedure was not completed with a backup endoscope. There was no reported injury. Isi contacted the isi clinical sales representative (csr) and obtained the following information: the procedure was converted to laparoscopic surgery, and no additional ports were added.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The reported event was addressed with phone support. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. As of the date of this report, the 30-degree endoscope has not yet been received by intuitive surgical, inc. (Isi) for evaluation. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to a wrong endoscope orientation in reference to the selected system configuration. It can be resolved by removing the endoscope, checking the base rotating motion, pressing the instrument clutch button to cancel guided tool change, and re-install the endoscope.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the image turned upside down when using a 30-degree endoscope. The intuitive surgical, inc. (Isi) technical support engineer advised to cancel the guided tool change with the instrument clutch after removing the scope from the universal surgical manipulator (usm) and to check the base rotating motion of the scope if necessary. The procedure was completing as planned with no reported injury.